Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery test and an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer¿s blood glucose level was 10mmol/l. Customer also reported that insulin pump received pump error seven times. Customer stated pump was not exposed to a high magnetic field. Customer declined to troubleshoot for failed battery test. Customer states they are not able to rewind the insulin pump. The customer was also advised that the insulin pump requires replacement and to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within specification. And no unexpected error in the motor alarm, failed battery alarm, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The motor was tested outside of the device and passed. The device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.